Event description:
On 20-mar-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels up to 950 mg/dl, resulting in diabetic ketoacidosis (dka) and hospitalization. Emergency medical services were contacted by the user¿s caregiver, and the user was transported to the hospital where the user was admitted on (B)(6) 2026, treated with insulin injections, and discharged on (B)(6) 2026. The user reported lingering fatigue following the event.

Manufacturer narrative:
The user experienced severe hyperglycemia progressing to diabetic ketoacidosis (dka) requiring ems transport, ICU-level care, and hospitalization while on ilet therapy. Dka is a life-threatening metabolic condition and is consistent with the reported incapacitation, need for caregiver intervention, and hospital treatment. Engineering log review could not be completed for the reported event date due to a data gap from (B)(6) 2026 attributed to a cloud sync issue and not device malfunction; however, available logs outside the gap showed no malfunction alerts, no factory reset, and no motor errors. The user reported a possible supply change around the time of the event, but details are unclear. Based on available information, a device malfunction could not be confirmed and the cause remains not established. If additional information becomes available, a supplemental MDR will be submitted.